Event description:
It was reported that the pt during lunch, suddenly heard a loud crackling noise and pulled the coil from their head because of the unpleasant painful sensations. The family member also noticed a twitching in the left side of the pt's face. A complete exchange of the external equipment that evening did not help the situation. Telemetry measurements showed 'poor coupling'. It is noted that the pt had a fall against a door or table edge in 2001, banging the implant site so hard that the coil broke.